Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pump alarm 5 and occlusion alarm occurred. Blood glucose was 444 mg/dl. Contact did not provide further information. Tandem technical support assisted the customer with successfully loading a new cartridge and infusion set. Insulin delivery was resumed.